Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 163990a, model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.